Manufacturer narrative:
The device has been returned for analysis, however, additional testing is required. A supplemental MDR will be submitted when the investigation is complete.

Event description:
It was reported that during a ptca procedure, the balloon became stuck on the wire after inflation. The balloon and wire were removed without incident. No patient injuries or complications were reported.